Event description:
It was reported during a normal follow-up, misdiagnosis of atrial arrhythmia occurred due to competitive pacing on the atrial channel. The device was reprogrammed successfully. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.